Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Patient reported having difficulty standing or walking. It was reported that the patient lost bowel function and function of the right upper extremity. The patient was admitted to the hospital. No intervention is planned at this time.